Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an over-infusion event where the nurse noticed the whole bag of medication was administered to the patient. The customer confirmed there was no programming error, and the sear was intact. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: other occupation, report source other correction: initial reporter occupation, report source, additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned.

Event description:
It was reported there was an over-infusion event where the nurse noticed the whole bag of medication was administered to the patient. The customer confirmed there was no programming error, and the sear was intact. There was patient involvement, but the outcome is unknown. Although requested, additional information was not provided.